Event description:
It was reported that the thunderbeat 5 mm, 35 cm, front-actuated grip type s had tip breakage. It was reported that the issue occurred during a therapeutic lower anterior resection (lar) procedure, while the patient was under sedation. The intended procedure was completed with another similar device. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Additionally, the investigation found: the probe broken and the peeling of the probe coating. The fragment of the probe was not returned. The investigation also found that the reportable malfunction likely occurred due to the following: 1) during output in seal & cut mode, the probe came in contact to metal, a surgical instrument or a hard tissue. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated on the probe. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. Based on the results of the investigation, the analysis of the returned product alone was insufficient to determine the root cause. Olympus will continue to monitor field performance for this device.